Manufacturer narrative:
An investigation is in progress. An additional supplemental MDR will be submitted upon completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent all the samples on a given run. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from austria alleged discrepant results for two samples while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged samples initially generated positive results for sars-cov-2 and pan-sarbecovirus. The same samples were retested on different platforms (genexpert and newmodix) which yielded negative results. No harm was alleged. An investigation is in progress to evaluate the customer issue.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion . No product problem or systemic issue was identified and the likely cause is sample specific factors. Based on the data provided and the allegation the likely cause of the discrepancy is that the customer retested a sample near the limit of detection (lod). Samples near the lod can waiver between positive and negative. Other potential causes/ contributing factors that cannot be ruled out are potential contamination/ sample swap and the differences in technology between the different methods. Although requested additional information regarding sample collection and workflow are not available. ------------ (B)(4).